Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes associated with the software: fdr 213, fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: (B)(4). Internal analysis: the existing patient files were deleted due to full archives from previous patient files. A system check out was completed with everything passing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that during the case, the site encountered registration failure. The manufacturer representative reported that the system was operating slower than normal. Upon inspection, the memory was 92% used. Technical services walked the representative through deleting multiple patient exams. The site troubleshooting was done by trying to trace registration a couple times but no change. The manufacturer representative walked the site through a point merge registration but this also did not resolve the issue. It was reported that the patient was wearing a mask in the scan so patient anatomy does not match the scan. Site aborted navigation due to this issue and continued with the procedure. There was a less than one hour procedure delay due to this issue. There is no known impact on patient outcome. 2020-jan-21 initial reporter (rep) the two possible causes of the issue was reported: (1) the patient¿s scan was not done with navigation protocol. The patient had something pressing down on their face casing the 3d model to be distorted. (2) the system¿s archive was full with previous patient files. This caused the system to perform slowly and have difficulty rebooting. The existing patient files were deleted.